Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing due to surgical electromagnetic interference. No intervention was performed. The patient's condition was unknown.